Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: the most probable cause of the complaint was traced to component failure- expected or random component failure without any design or manufacturing issue. Due to fracture problem. Problems caused by the cut, tear, or fracture of a component, object, or material into two or more pieces including shear. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited missing adhesive (ke-45) on light guide and elevator cover, and a glue cracking off around pink rubber. There was no patient involvement.